Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The lead also had high pacing impedance. The physician tried to implant a new rv lead but could not implant a new lead as the access was too tight. The rv and svc coil impedances on the lead were within range and stable so the physician decided to use an old rv pacing lead to pace/sense in the rv. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).